Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the patient's right leg became molted and cold. The patient became mottled in all extremities and also chest and back. Care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was discarded, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿